Event description:
Pt felt an intense uncomfortable sensation, immediately after lens was inserted and reported that the left eye swollen shut. Pt went to the walk-in emergency room for treatment. Emergency room ophthalmologist observed left eye to have diffuse punctate keratitis and conjunctive kemosis. Pt also was seen by prescribing dr and was found to have corrected vision of 20/20. Follow-up of pt with dr showed cornea to be clear, vision still 20/20 corrected and residual punctate keratitis remains at level observed prior to occurrence of this event.